Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that when the patient touches the site, bend over, or puts pressure around, the implant site has pain. It was also reported that the device does not work any longer. The patient will undergo an explant procedure.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that when the patient touches the site, bend over, or puts pressure around, the implant site has pain. It was also reported that the device does not work any longer. The patient will undergo an explant procedure.